Event description:
During a knee arthroscopy procedure, the scope was providing cloudy and bad images resulting in 40 minutes delay.

Manufacturer narrative:
H10: evaluation of the scope showed that it was damaged by the customer.